Manufacturer narrative:
Continuation of concomitant medical product: c3tr01 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing threshold and sensing integrity counter (sic). In addition, the cardiac resynchronization therapy defibrillator (crt-d) exhibited an unexpected remaining battery longevity estimate. The patient is scheduled to be seen in-office next month and the rv lead and device remain in use. No patient complications have been reported as a result of this event.